Event description:
Report provided by the end users states that they have developed a red, itchy, bumpy rash under the tape collar in scattered areas that has progressed to bleeding denuded skin. The end user also reports using an adhesive remover wipe, washing with soap and water, dries, and applies a protective barrier, wipes, dries, and then applies the barrier. The pt's subsequent outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized 05/2011. The data presented is from three different product applications. The report states that there are no significant trends.